Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The glideassist function of the (B)(4) gen 2 coronary orbital atherectomy device (oad) was used to advance the oad to the distal left main (lm) and mid circumflex (cx) arteries. Distal to proximal treatment was initiated. The device jumped minimally during use, though the physician was not concerned about the crown jumping. Several low-speed treatments were performed. Imaging thereafter indicated no issues. A second round of low-speed treatments was administered. The physician decided to perform another low-speed treatment, and the oad was removed from the patient. Imaging thereafter indicated a large perforation was present at the distal lm and cx bifurcation. An angioplasty balloon was advanced to perform tamponade, and an echocardiogram was performed. The patient complained of chest pain. Thereafter, the patient became hypotensive and bradycardic. Dopamine and epinephrine were administered, and protamine was given to reverse heparin. The patient continued to decompensate and a code was called. The patient was placed on a ventilator, and a pericardial tap was performed. The patient stabilized. Cardiac surgery was consulted, and the decision was made not to operate. Several additional balloon inflations were performed in the ramus and cx. Final imaging showed little flow from the aorta into the cx, ramus, and proximal left anterior descending artery (lad). The physician's opinion was that this was a controlled infarct secondary to clotting of the perforation by protamine. The physician stated the patient would lose flow to the cx and ramus, but that the patient still had flow from the patent lima to lad as well as right coronary artery, which was bypassed and open. The patient was critical but remained stable on the ventilator and was transferred to the cicu.